Event description:
Pt had liposuction of abdomen and bilateral inner thighs (tumescent method) minimal heme in effluent, i.e. On entirely uncomplicated procedure. Usually an absorbent cotton dressing (abo) in placed against the skin under compressive garment a free sample of a gamma irradiated absorbent polyurethane foam dressing was given to the surgical center. Dr agreed to try it. It seemed soft and absorbent. Some was put over the abdomen. Some was placed over each inner thigh. The abdominal dressing stayed dry the inner thigh dressings got wet from bloody effluent. The abdominal dressing was used 8 hrs later, the inner thigh dressings were discarded at 8 hrs. The skin was very red and also moderately bruised. 24 hrs later all the epidermis came off.